Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continous high blood glucose levels of 250 - 350 mg/dl. The customer delivered a correction bolus and administered a manual injection to address bg level. The contact stated the cause of the high bg levels were due to settings and had been in contact with their healthcare provider regarding the settings.